Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The non-occluded, eccentric, de novo target lesion was locate dint he moderately tortuous and moderately calcified left anterior descending artery (lad). A 24 x 2.50 promus premier¿ drug eluting stent was selected for use and advanced to treat the lesion. However post stent deployment, the distal segment of the stent was deformed. The deformed stent was corrected with another of the same device and the procedure was completed. No patient complications were reported and the patient's status was stable.